Event description:
A recent download from a male patient revealed several "capacitor voltage fault", "pulse voltage fault" and "battery pack fault" flags. Support sent a patient services representative (psr) to the patient to replace the monitor and both battery packs.

Manufacturer narrative:
Device manufacture date. Monitor. Battery packs. Drive evaluation summary: device evaluations of monitor, battery packs been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective capacitor bank. The monitor would not have treated if needed. The root cause of the defective capacitor bank is unknown, but is likely random component failure. The monitor will be repaired, retested and restocked. Both battery packs were fully functional. The patient was using the battery packs greater than the recommended twenty-four hours. This probably caused the fault flags. The battery packs were retested and restocked. No adverse event resulted from the monitor failure. The patient received a replacement monitor and replacement battery packs.